Manufacturer narrative:
There was no button error alarm, however the act button did not respond due to a corroded keypad. There was no moisture damage on the electronics and motor. The unit had a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 229 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.